Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. It was reported that the device system displayed the end of life message prior to reaching end of life criteria. The reported issue could not be confirmed the most likely cause could not be established from the information available. During the investigation a secondary condition multiple evidence of field programmable gate array (fpga) reset/reprogram failures of was detected. This condition has a potential for patient harm. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. During initialization a motor test is performed. If the motor test fails, it results in a power pack error. Internal process improvements have been initiated to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during maintenance, the handle was showing end of serve when it was inspected. The handle was brand new has over 200 cases left as per the sales representative. There was no patient involvement.